Event description:
Medtronic received information that this bioprosthetic valve, implanted 5 months was explanted dut to aortic insufficiency from a torn leaflet. No adverse patient effects were reported.

Manufacturer narrative:
Analysis: no product was returned. Conclusion: without the serial number, the device history could not be reviewed. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.